Event description:
It was reported a 5f mpa2 spyglass diagnostic catheter was engaged into the ostia of the left main coronary artery. Angiography was performed which results in acute intimal dissection of the left main coronary artery. The pt rapidly became unstable and placed on a balloon pump. The pt was sent to hosp for emergent percutaneous treatment of the left main coronary artery dissection in an attempt to stabilize the pt. The attempted percutanous treatment was unsuccessful, the pt was transferred emergently to surgery for coronary artery bypass graft surgery to restore circulation to the left main coronary artery. The pt was reportedly recovering from the bypass surgery with no apparent complications. The physician stated the catheter was stiff and contributed to the event.